Manufacturer narrative:
The reported event of no external power alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (21 jul 2022 ¿ 24 jul 2022 per timestamp). No external power alarms were intermittently active on (B)(6) 2022 at 15:00:21 - 15:00:56. The backup battery was able to provide power to the system during the events. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. The controller was not returned for analysis; however, videos of the reported event were submitted showing the alarms activating when manipulating the controller power cables when connected to both the mpu and the system monitor. The controller alarmed; however, there was no display of the alarms on the lcd display nor the system monitor. This is indicative of damage to the power cables causing the wires to short resulting in the reported alarms. The root cause of the reported event was unable to be conclusively determined through this investigation; however, damage to the wires in the power cables may be contributing to the reported event. The device history records were reviewed for the system controller (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was alarming when it was moved with power cable connector attached to the controller end side. The alarms were of audio tone only with no alarm message. The battery was replaced with no resolution. Log file analysis captured no external power alarms when connected to the mobile power unit. The mobile power unit was replaced with no changes in alarm resolution. The controller was exchanged which resolved the alarms.